Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that patient was pushed into the water by accident. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with moisture damage on keypad traces. No moisture damage found on electronic assembly and motor. Insulin pump had minor scratches on lcd window, cracked display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.